Event description:
It was reported that a foley catheter was inserted in the operating room for urinary catheterization and temperature control but there was no urine flow, indicating poor drainage and the patient was managed in the ward.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with urine meter bag. Visual inspection noted blockage when methylene blue solution (mbs) was introduced into the drainage lumen. This is out of specification per inspection procedure ip7601841, revision 11, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Corrections: f, h. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was inserted in the operating room for urinary catheterization and temperature control but there was no urine flow, indicating poor drainage and the patient was managed in the ward.